Event description:
Device malfunction: vessel locator button would not engage. Time of symptoms/ae: during vessel closure procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted an arteriotomy closure after a diagnostic procedure. The physician engaged the vessel locator button, but stated that it felt like plaque within the arteriotomy. He used the safety release button, repositioned the device, but found on the second attempt that the vessel locator button would not engage. The physician then manually held the button in position, and deployed the clip. Hemostasis was not achieved with the clip, and manual compression was held to achieve hemostasis. There was no reported adverse pt event. Though requested no additional info was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device info. The returned device was received fully clip deployed. External inspection of the device revealed a displaced safety release button and rod assembly pushed into the interior cavity of the handle and a misshaped distal end of the delivery tube. Further examination of the safety release button and rod assembly presented a damaged anterior safety release button surface. Adhesive was present on the rod bushing and handle mating surfaces, indicating proper component assembly. There was no other abnormality detected and no malfunction was noted. A conclusive root cause for the damaged safety release button surface could not be determined. A review of the lot history record for the device did not produce any relevant info to this report.